Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 32 x 3.50mm promus elite drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent itself was damaged in the mid region and the stent strut was lifted from the delivery system when putting it through the touey. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.